Event description:
On (B)(6) 2016 the representative reported that a health care provider who returned the device that in no uncertain terms that the device was to be analyzed for any defect. There was no request for anything beyond disposal. It was also noted that the device was operating normally at the time of device replacement or explant. There reportedly was nothing further to report on this device.

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving hydromorph 10 mg/ml at a dose of 9.3 mg/day via an implantable pump. It was reported that on a unspecified date, the patient experienced drug withdrawal symptoms. The device was explanted and replaced. No further information was provided at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.